Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was alarming patient-side occluded without any occlusion. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the pump module alarmed occluded patient side was confirmed with the photo via email; however, no devices were returned for investigation. ¿ laboratory testing of the suspect pump module and concomitant pcu could not be performed as incident devices were not received for this investigation. ¿ a log analysis could not be performed as there were no devices or logs returned for investigation. ¿ inspection could not be performed as the incident administration set was not returned for investigation. It was noted in the photo received that the set was a test set with no fluid in it. ¿ the cause for the occlusion patient side alarm could not be determined from the received photo. ¿ according to alaris system user manual (v12.1), states before each use, verify that all alarm limits, such as occlusion alarm limits, are appropriate for the patient to ensure that alarms occur as intended. The bd alaris tm system is capable of infusing during various conditions encountered in clinical practice, for instance through small gauge catheters, filters, and other components. ¿ the system is designed to alarm and stop based on pressure limit settings, but you must monitor the infusion to ensure that it is proceeding as expected. Time-to-alarm for occlusion can be affected by: ¿ occlusion pressure setting ¿ flow rate ¿ location of the occlusion ¿ infusion set and components ¿ fluid viscosity ¿ the device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported the pump module alarmed occluded patient side was not determined as no devices were returned for the investigation.

Event description:
It was reported that the device was alarming patient-side occluded without any occlusion. There was no patient involvement.